Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 5 mm thoracic grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument main tube was found bent. The bending damage is located at the distal end of the main tube. This failure is most commonly caused by misuse, such as excessive loading, or improper handling during transport. The instrument was found to have main tube insulation damage. A piece measuring approximately 0.070" x 0.129" was missing from the insulation. The missing piece was not returned. A review of the submitted image was performed; however, the image was not adjustable and the quality was poor as the reported problem was not appreciable.

Event description:
It was reported that when preparing for the procedure, the 5 mm thoracic grasper instrument material was found damaged in central processing. There was no report of patient involvement.